Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient. The internal handles were unable to connect to the associated defibrillator; the connector at the device end was physically damaged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.